Manufacturer narrative:
Device remains implanted.

Event description:
An afx bifurcated stent graft with ovation ix iliac limb stent grafts were implanted to treat an abdominal aortic aneurysm. During the index procedure, right hypogastric artery was inadvertently partially covered with the ovation ix iliac limb stent graft. The 30-day follow-up CT showed the right iliac limb stent graft encroached upon the right hypogastric artery with evidence of occlusion or stenosis noted. The physician elected to perform a re-intervention to place a stent in the right hypogastric artery to preserve blood flow, followed by the placement of an additional iliac limb. As of the date of this report, there have been no additional patient sequelae reported.